Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 32mm diameter abdominal aortic aneurysm. Approximately 8 years later, the patient received two endurant cuffs and 10 endoanchors during a reintervention procedure. It was reported that approximately 2 months post the reintervention procedure, the patient experienced a transient ischemic attack. The patient was hospitalised for 3 days and the event was resolved without treatment. Per the investigator, the cause of the event is undetermined. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.